Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 008/29/2024, it was reported by a sales representative via (B)(4) that (2) ar-8737-37 driver shafts were compromised. This occurred during a case on (B)(6) 2024 when implanting the tip of the first screwdriver broke off in the head of the screw during implantation. The surgeon was able to retrieve the broken driver from the screw head and finished implantation with a backup driver. The surgeon noted the second driver seemed to also be stripped and close to breaking.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.